Manufacturer narrative:
A patient underwent a vocal fold augmentation procedure in which silk voice was implanted to treat vocal fold paralysis. Six days after the injection, the subject presented with difficulty breathing at a hospital other than the treating hospital. He was admitted with hemi-laryngeal swelling and treated with steroids and racemic epinephrine. The patient responded to the treatment and was discharged the next day. Laryngeal edema and airway obstruction are known complications associated with this procedure. Product labeling and risk management contain appropriate information regarding edema of the larynx and airway obstruction. Review of the pertinent silk voice device manufacturing records confirms the device was manufactured in accordance with specifications.

Event description:
A patient underwent a vocal fold augmentation procedure in which silk voice was implanted to treat vocal fold paralysis. Six days after the injection, the subject presented with difficulty breathing at a hospital other than the treating hospital. He was admitted with hemi-laryngeal swelling and treated with steroids and racemic epinephrine. The patient responded to the treatment and was discharged the next day.